Event description:
Boston scientific crm received info that noise was observed on the rv channel and the device is sensor pacing. Noise is reproducible with isometrics. A lead revision is planned. No additional info was provided to suggest the surgical intervention took place or that any other type of intervention had been performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.